Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a carryover check, and no carryover issue was observed. The cause for the advia centaur cp initially (B)(6) patient result, and a increased number of initially (B)(6) results observed by the customer is unknown. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur cp (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instruction for use (IFU) under the interpretation of results section states the following for initially reactive results < 50: "samples with an index value of greater than or equal to 1.00 but less than or equal to 50 are considered (B)(6). It is recommended that the test be repeated in duplicate. If two of the three results are (B)(6), the sample is considered (B)(6). · if at least two of the three results are (B)(6), the sample is repeatedly (B)(6). The presence of (B)(6) should be confirmed with the advia centaur cp (B)(6) confirmatory assay, additional (B)(6) marker assays, or another approved confirmatory method." The instrument is performing within specifications.

Event description:
A (B)(6) advia centaur cp (B)(6) result was obtained by the customer and considered discordant compared to (B)(6) repeat test results. The customer has observed a high number of initially (B)(6) results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur cp (B)(6) assay result.